Event description:
Synvisc did not help knee at all [device ineffective], knee pain [arthralgia]. Case description: spontaneous report received on (B)(6) 2009 from (B)(6) male patient with a history of knee pain, initials (B)(6), who reported that synvisc did not help his knee pain at all. At the time of this report, the patient received three injections of synvisc into both knees on unspecified dates approximately one and a half years ago. The patient reported that the synvisc injections did not help his knee pain at all, in either knee. About three to four months after finishing the synvisc injection in both knees, when it was clear that the synvisc had not helped, the patient received a corticosteroid injection in each knee, and stated that it started to relieve his knee pain in both knees before he had even left the doctor's office. At the time of this report, the outcome of the patient was unknown.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints.